Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 59 year old male patient who had been admitted in for surgery and was diagnosed with post cardiotomy cardiogenic shock. The patient was also supported on the right side by the impella rp flex, for the bipella support. Prior to the pump placement the patient was supported by inotropes, vasopressors, and a vent for respiratory needs and was in scai stage e shock. The cp was placed and was supporting when there was a new diagnosis made of thrombocytopenia. Blood products/platelets were infused to the patient. The renal labs were elevated and the team initiated continuous renal replacement therapy (crrt) due to new acute kidney injury. T the patient expired after 4 days of the support. Renal harms may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
This is one of three related reports. This report represents one of the impella cps and other reports will be submitted to represent the other impella pumps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.